Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation was cracked and failed insulation test.

Manufacturer narrative:
Alleged failure: instrumedices (B)(4) third party insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is third party repair. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported the insulation was cracked and failed insulation test.